Manufacturer narrative:
Date of event: date of event is approximate. The complaint was received from a consumer in (B)(6). Analysis results: product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that the protective clean power toothbrush metal shaft detached during use. No injuries were reported. A potential choking hazard was identified.